Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery for device replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a device replacement procedure. It was reported the patient was unable to tolerate the anesthesia and the procedure was aborted. The patient's heath has continued to deteriorate and there are no further plans to replace the device. The patient was admitted to hospice care and tachy mode has been programmed off. No additional adverse patient effects were reported.